Event description:
The international distributor reported the snubber board on the ventilator power supply showed signs of overheating. The ventilator was not in use on a patient therefore, there was no patient harm or involvement. The distributor's technical service manager reported the power supply will be replaced to correct the finding. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na